Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "had my first knee 2013, 2nd knee 2016, 3rd knee (B)(6) 2023, first I had a lot of pain, hopefully 3rd one is a charm"